Event description:
It was reported that during a rotator cuff reconstruction using the magnum2 knotless implant, the appropriate bone punch for this anchor was not used. Instead a smaller hole punch was used along with a hammer to tap the anchor into the hole. The force of the hammer caused the anchor wings to deploy prematurely preventing the anchor from locking. The sutures were cut and the anchor was abandoned in the bone. The procedure was completed with a competitor's product.